Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the battery pca was damaged. There was no patient involvement.

Manufacturer narrative:
Provided device evaluation and coding.

Event description:
It was reported to philips that the battery pca was damaged. An authorized field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and it was determined that the battery pca was damaged, bent pins, and needed to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery pca. The battery pca was replaced to resolve the reported issue and the device remains at the customer site. No further evaluation is required at this time.

Event description:
It was reported to philips that the battery pca was damaged. There was no patient involvement.